Event description:
It was reported to philips that the device failed operational check due to defib for pads. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The reported issue was confirmed and the cause was traced to a faulty therapy cable. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy cable. The customer was advised to replace the therapy cable to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.